Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. E.1. Initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the qlock had failed. The field service engineer (fse) adjusted the mounting angle so that the hasp struck the latch squarely and also cleaned and greased the microswitches. The customer accessed the space multiple times without failure following the adjustments. A noticeable door sag was observed on the refrigerator. The customer stated that a vinyl washer would be obtained to correct the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a qlock failure was observed, as supported by cubex. The qlock did not latch properly to either open or close and was not detected as closed by the system. There were no delay or adverse events or injuries reported based on this event.